Event description:
Procedure: colostomy take-down (reversal). According to the reporter: the eea seemed to have fired fine. The surgeon did two full turns, and the anvil did tilt; but the instrument would not disengage, and was unable to be removed from the pt's rectum. The surgeons tried rotating the instrument and jiggling the instrument, but the instrument could not be removed with any reasonable force. The surgeon ended up pulling the instrument harder than usual, and the instrument ended up tearing a 10 cm hole in the tissue. The procedure needed to be diverted to a colostomy. An unintended colostomy was performed, as well as the fixing of the 10 cm defect caused by the instrument. The defect was repaired and the procedure was diverted to a colostomy. The case was delayed more than 30 minutes. The procedure done on 07/19 was a colostomy take-down; however, due to this event, a new colostomy was performed.

Manufacturer narrative:
(B)(4).